Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/29/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed. The receiver case was opened and a cracked and damaged battery was observed. An interior visual inspection was performed and failed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.